Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Patient imagery was provided and the patients right access vessel had calcification and tortuosity. The following instruction for use (IFU) and training manuals were reviewed IFU commander delivery system with s3 s3u thv, us, device preparation training manual, and procedural training manual. Potential adverse events: cardiovascular injury including perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention. Delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through sheath: push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv and delivery system 1 to 2cm. Note: in expectation of high friction, use short movements. Thv retrieval through sheath: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not reuse the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: retrievability is based on preclinical testing. Vascular complications: vascular complication management. Successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques. Coda balloon iliac occlusion balloon reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be ready in every case. Consider vascular surgery. Surgeon should be in room at all times. Physicians experienced with endovascular techniques. No IFU or training deficiencies were identified. As the reported event was unable to be confirmed, a complaint history review is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The risk of frame damage and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials and refresher training on how to introduce and navigate catheter through anatomy. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with difficulty or unable to navigate catheter through anatomy. Since no product non conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective action or preventative action (CAPA) are required. The reported event was unable to be confirmed based on provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU and training materials revealed no deficiencies. As reported, 'upon insertion of the 29mm commander delivery system and 29mm sapien 3 valve into the 16fr esheath in the aortic position, greater than normal force was required to advance the valve. Operator again tried to advance the valve with success. Upon the valve exiting the sheath, a slight abnormality was visible at the distal valve edge. It was determined to be a bent strut.' Additionally, it was noted there was a steep angle of insertion and the patients access vessel had tortuosity and calcification. The presence of steep insertion angle, tortuosity and calcification in the access vessels can create a challenging pathway during delivery system insertion through the sheath, and lead to resistance and high push force. So, if excessive force is applied, it can lead to the valve struts catch within the sheath and result in bent struts. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv and delivery system', and 'do not over manipulate the sheath at any time'. As such, available information suggests that procedural factors (steep insertion angle, excessive device manipulation) and or patient factors (tortuosity and calcification) may have contributed to the complaint event. However, a definite root cause was unable to be determined at this time. In this case, the reported cutdown vascular injury was performed to remove the devices due to withdrawal difficulties. Available information suggests device manipulation during withdrawal of the devices and or patient factors may have contributed to the complaint events.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported, there was a vascular complication resulting in an aborted case. Upon insertion of the 29mm commander delivery system and 29mm sapien 3 valve into the 16fr esheath in the aortic position, greater than normal force was required to advance the valve. Operator tried to advance the valve with success. Upon the valve exiting the sheath, a slight abnormality was visible at the distal valve edge. It was determined to be a bent strut. Attempts were made to pull the valve back into the sheath; but were unsuccessful. The valve and sheath were pulled together into the external iliac. The esheath was removed. The commander delivery system was cut, and a 24 fr gore sheath was inserted over the delivery system. Attempts were made to pull back the sapien 3 valve into the gore sheath; but were unsuccessful. Vascular surgery was called to remove the valve. The instruments available in the cath lab were not long enough to complete the vascular explantation and repair. The patient was moved to a surgical suite to have the sapien 3 valve removed and vessel repair.